Event description:
It was reported to philips that the arm cover for the ceiling-suspended protective apron had broken off. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the arm cover of the ceiling-mounted proactive apron was fell off due to user hits the ceiling arm of radiation protection by moving the frontal stand. Fse reinstalled the cover. After reinstalling the cover, the system was returned to use in good working order.the codes were updated based on the investigation outcome.